Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr) it was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+. One xtr clip delivery system (cds) was successfully implanted, reducing mr to a grade of 1-2. On (B)(6) 2019, the patient underwent a procedure in which a watchman device was implanted. However, during the procedure, echocardiogram showed the implanted clip had detached from the anterior leaflet and remained to the posterior leaflet (single leaflet device attachment/slda). Mr also increased to a grade of 4+. The physician stated that the watchman device did not cause the slda. The slda occurred prior to the procedure. No additional treatment was given to stabilize the slda. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incident. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The recurrent mitral regurgitation (mr) was a symptom of slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.a2: age change a4: weight change b2: intervention/hospitalization b6: additional mr grade.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6)2020, the patient returned to the hospital and underwent a second mitraclip procedure to treat mixed mitral regurgitation with a grade of 4+ and to stabilize the single leaflet device attachment (slda). One xtr clip delivery system (cds) was placed medially of the slda, and an ntr cds was placed laterally of the slda, reducing mr to a grade of 2+. No additional information was provided.